Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the implantable pulse generator is in process; the results will be forwarded when available.

Event description:
It was reported that the device was oversensing was noted on device egm. Provocative testing was negative and egm review suggests noise. The sensitivity was adjusted until lead changeout. The lead and device were both removed and replaced. No further patient complications have been reported as a result of this event.